Event description:
It was reported when using bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg tubes , the tubes were underfilled and lost vacuum easily. There was no health impact or consequences reported.

Manufacturer narrative:
E.1. Initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). H.6 investigation summary: retention samples from bd inventory were visually and functionally tested and no issues were observed relating to underfill, as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode (underfill). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.